Event description:
It was reported to medtronic neurosurgery that a pt developed a red rash around the catheter pathway due to a silicone allergy.

Manufacturer narrative:
The product was unavailable for return as it was discarded by the hosp. Therefore, an eval of the device was not possible. A review of the mfg records was not possible as no lot number was provided. According to the instructions for use that accompanies the device, "the pt may rarely exhibit a reaction due to sensitivity to the implant."